Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits and is now showing less than 3 months remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits and is now showing less than 3 months remaining. This device currently remains implanted and in service. No adverse patient effects were reported.